Event description:
A nurse reported that a pt experienced a corneal burn during a phacoemulsification procedure. The surgeon attributed the burn to the design of the instrument. Add'l info has been requested, however, the customer declined.

Manufacturer narrative:
Investigation including root cause analysis is progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).